Manufacturer narrative:
The investigation of pump stop has been completed. The data logs were reviewed, and there was a temporary pump stop. Leading up to the stop, there was a slight trend up in the motor current. Then, the motor current (mc) spikes to 1500 ma along with a speed deviation. It also caused a subsequent rise in the purge pressure to ~600's without triggering any alarms. The pump is able to start back up on its own with saturated flows, but several other pump stops follow. The pump is ultimately able to continue running for 16 hours before the case is ended. For this reason, the failure mode was changed to temporary pump stop. Returned product was investigated and the pump passed electrical testing. Visual inspection revealed a large purge gap, indicating bearing wear. The pump stop occurred on the 9th day of use. Per design trace matrix the impella cp's design life is 8 days. Clinical details report the patient was not on anticoagulation for several days, however, there were no signs of biomaterial on returned product and the gradual rise in mc followed by a spike is more likely to be due to bearing wear. Based on returned product and data log review, the root cause of the temporary pump stop was determined to most likely be bearing wear.

Manufacturer narrative:
The impella pump and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock. Section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The pump stopped on day nine. The pump was explanted and anticoagulation was stopped. The physician commented that the pump was likely clotting off. Motor current doubled and the left ventricle placement screen appeared incorrect. There were plans to escalate the patient to impella 5.5.